Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-01529, 3006705815-2021-00779, 1627487-2021-01531. It was reported that patient had ineffective stimulation with both the scs system. Reprogramming was not able to resolve the issue. As a result, both the systems were explanted and replaced with a single system resolving the issue.